Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and mrr (B)(4) was found and the components were returned to the supplier, reworked, inspected 100% and accepted. This nonconformance is the only one related to the complaint. The instrument is visually and functionally checked 100% at manufacture and passed. Relevant dimensional checks were not able to be performed due to damage in the field. Because the pin in the alignment indicator was not returned this complaint is indeterminate.

Event description:
Centered pin broke off the helical blade inserter, used in im rod of femur. This broken product was discovered after sterilization.